Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the insertion part (a-rubber) came off and the control unit (ks mouthpiece) is missing. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that the bronchovideoscope exhibited that the insertion part (a-rubber) came off and the control unit (ks mouthpiece) is missing. There were no reports of patient involvement.